Manufacturer narrative:
The suspect product is the comfort curve strip.

Event description:
Patient reported obtaining back-to-back blood glucose results, of 500 mg/dl and 120 mg/dl. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing was performed on the system on the day of the incident. L1 was out of range low and l2 was in range. Technical support requested the return of the suspect product and replacement product was shipped. The advantage system: meter, comfort curve strip lot 549526 with expiration date 2/29/2008.